Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.9 cm diameter abdominal aortic aneurysm. The proximal neck was 23 mm in diameter and 14 mm in length. The left common iliac artery was 12 mm in diameter and the right common iliac artery was 15 mm in diameter. The right and left external iliac arteries measured 8 mm in diameter. It was reported that on the final angiogram, a proximal type I endoleak was observed. The physician decided to implant an endurant aortic cuff however, the endoleak did not resolve. The physician stated that since the cuff reduced the amount of endoleak the physician will monitor and follow-up with the patient. The cause of the endoleak was most likely due to the patient¿s high tortuosity aortic neck which inaccurately delivered the bifurcated device. No clinical sequelae were reported and the patient is fine. Film review analysis: the returned films from pre-implant were reviewed. The proximal neck was confirmed to be off label; approximately 90deg angulation. The max aaa diameter was 5.9 cm and contained thrombus. The neck, aaa and iliac vessels were very calcified. Images post-implant were not provided, and the events could not be assessed. However, it is likely that the off-label and highly angulated proximal neck likely contributed to the inaccurate delivery and proximal type I endoleak seen during implant.

Manufacturer narrative:
(B)(4). Method: film. Results: endoleak, inaccurate delivery. Anatomy related; highly angulated neck. Aortic neck greater than 60 degree. Conclusion: endoleak, inaccurate delivery. Aortic neck greater than 60 degree. Anatomy related; highly angulated neck.